Manufacturer narrative:
(B)(4). Date of follow-up report: 03/18/2016. One used lf4318 was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Testing was performed on simulated tissue, and all seals were completed successfully with end tones that were heard each time indicating completed activation cycles. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries to the reported issue.

Manufacturer narrative:
(B)(4). The incident sample and additional information has been requested but to date has not been received. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was random self-activation with the device. Another device was used to complete the procedure.